Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that balloon lumen leakage was observed through the slit 0.025 inches in length, at the 12.3 centimeter area (distal of the thermal filament). No visible damage was to balloon latex.